Event description:
It was reported that the piston return was incomplete, affecting the operation of the pump. There was no adverse impact on the customer's blood glucose level as specific blood glucose values were not provided in the report. Technical support is awaiting the return of the pump for further evaluation, though the pump has not yet been returned. No additional information regarding the outcome of the event was available.